Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, when the physician removed the pullwire, from the patient's stoma site, it was noted that coating had peeled off. The physician stated there was no resistance and the percutaneous stoma measuring device (psmd) along with the pullwire was not under stress. The coating was found attached to the connection of the one step button catheter as well as between the button and fistula. The coating was removed by hand no other device was needed. The procedure was completed with this device. Additional information received reported the following: at the completion of the peg placement, the physician confirmed, by gastroscopy, that no pullwire coating remained within the patient. Approximately three days after the peg was placed, the patient presented with red flare up and a discharge of pus at the stoma site. A 1-2cm of the pullwire peeled coating was found and removed by hand. On (B)(6) 2010 while draining the subcutaneous abscess by squeezing it, additional peeled coating appeared at the stoma site, and a 20-30cm length of peeled coating was withdrawn from the fistula using tweezers. After draining, the site was washed and cleaned with saline.

Manufacturer narrative:
A visual examination of the device revealed the blue nylon coating of the pullwire had been peeled at the interface between the pullwire and delivery system wire loop. The nylon coating of the pullwire was peeled down to wire in multiple areas. Remnants of the peeled nylon coating were returned. The returned unit was consistent with the complaint incident that the device pullwire coating peeled. The edge of the psmd has been determined to be too sharp thus catching on the nylon coating of the pullwire and causing the coating to peel as the pullwire is pulled through the psmd. The design of the psmd has been determined to be the most probable root cause of the failure. A CAPA is ongoing related to this issue. A review of the device history record was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13775827.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the physician removed the pullwire, from the patient's stoma site, it was noted that coating had peeled off. The physician stated there was no resistance and the percutaneous stoma measuring device (psmd) along with the pullwire was not under stress. The coating was found attached to the connection of the one step button catheter as well as between the button and fistula. The coating was removed by hand no other device was needed. The procedure was completed with this device. Additional information received reported the following: at the completion of the peg placement, the physician confirmed, by gastroscopy, that no pullwire coating remained within the patient. Approximately three days after the peg was placed, the patient presented with red flare up and a discharge of pus at the stoma site. A 1-2cm of the pullwire peeled coating was found and removed by hand. On (B)(6), 2010 while draining the subcutaneous abscess by squeezing it, additional peeled coating appeared at the stoma site, and a 20-30cm length of peeled coating was withdrawn from the fistula using tweezers. After draining, the site was washed and cleaned with saline. Correction information received also stated the condition of the patient was good.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. (B)(4) - the reported event pullwire coating peeled. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.